Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported problem could not be reproduced. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion with multiple setups. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.